Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. After a guide wire crossed the lesion, the occluded portion was dilated with a 3mm balloon catheter. Dilatation was performed again with a 5.0mmx150mmx150cm (4f) sterling¿ balloon catheter. However, during the first inflation at 6 atmospheres, the balloon ruptured. An innova stent was deployed, followed by post-dilatation with a new 5mm balloon catheter which completed the procedure. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was simply pulled out from the patient's body. The patient's status was good.